Event description:
It was reported that during a rotator cuff repair, the inserter was found to have rust. The malfunction was noticed while using the device inside the patient. There was a backup device available. No delay or further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. There is reddish discoloration on the laser markings. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of shaft drawing found that in 2021, passivation of the shaft was added as a preventative step to preserve the quality level of the product over time. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include inappropriate storage conditions. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a rotator cuff repair, the inserter was found to have rust. There was a backup device available. No delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.